Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# v296972, implanted: (B)(6) 2009, product type: lead. Product ID 3387s-40, lot# v182389, implanted: (B)(6) 2009, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 24-feb-2012, (B)(4); product ID: 3387s-40, serial/lot #: (B)(4), ubd: 12-jun-2011, (B)(4). Event date is approximate. Month and year valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease and movement disorders. It was reported there was some sort of lead issue so they were doing an MRI to check the placement of the lead. The specific issue was unknown but there was erosion of the lead in (B)(6) 2017. It was reported the device actually ruptured the skin. It was unknown if the area was infected at the lead site; the patient was treated with antibiotics. The scalp area was debrided in (B)(6) 2017 and it was suspected they tried to close the wound. Side effects were reported and the caller hinted the patient had a tough time since the erosion at the lead site but did not elaborate. The hcp wanted to try reprogramming to minimize the side effects. It was noted the system did not appear to have been checked recently. It was noted the ins was turned off by the patient at an unknown time and for an unknown reason. The patient planned an appointment in (B)(6) 2018 to reprogram to minimize side effects. No further complications were reported or anticipated.